Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cellulitis with fever. After a re-do pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient presented to the emergency room (ER) with a fever of 102 degrees fahrenheit and a red right groin. Laboratory blood work was performed and the patient was diagnosed with cellulitis in the right inguinal region. The patient was administered 4.5 g of combined piperacillin/tazobactam intravenously and was prescribed 875 mg of amoxicillin/clavulanic acid to be taken twice daily. A follow-up appointment four days later found on exam that the cellulitis had resolved. It is unknown if the device will be returned for analysis. Pf 106 advantage af clinical study, subject ID: (B)(6).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updates based on additional information received were made to blocks b5 describe event or problem; d4 lot number, expiration date, unique identifier (UDI) #; and h11 additional MFR narrative.

Event description:
It was reported that the patient experienced cellulitis with fever. After a re-do pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient presented to the emergency room (ER) with a fever of 102 degrees fahrenheit and a red right groin. Laboratory blood work was performed and the patient was diagnosed with cellulitis in the right inguinal region. The patient was administered 4.5 g of combined piperacillin/tazobactam intravenously and was prescribed 875 mg of amoxicillin/clavulanic acid to be taken twice daily. A follow-up appointment four days later found on exam that the cellulitis had resolved. It is unknown if the device will be returned for analysis. Pf 106 advantage af clinical study, subject ID: 1003aa035 it was further reported that the sheath is not expected to be returned for analysis due to disposal.